Event description:
The event occurred in USA during treatment. It was reported that a loud grinding noise was noted on day 60 of the run. Rpm were around 3500 the previous days. The noise was noted on 2026-03-29 at 7pm. The rpms were at 3500-3800 when the noise was noted. The noise did not alleviate when rpms were decreased. Delta pressure was in the 30-40. There was no major hemodynamic change when the flow was turned up or down. The hls set was replaced. Following patient data was shared: female with 54kg. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.